Event description:
During troubleshooting of an unrelated alarm, it was reported that one of the lines was leaking on the floor. The home patient (hp) stated they connected anyway and started therapy. The hp stated they were in drain 1. The technical service representative (tsr) advised the hp should end therapy and start over with all new supplies. The hp stated they would not start over as it was too late. The hp would contact their registered nurse (rn) in the morning and informed them they did not complete therapy. The tsr assisted the hp to end therapy and removed the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to use aseptic technique to reduce the chance of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.